Event description:
It was reported that the customer experienced sensor glucose vs. Blood glucose. Blood glucose value was 255 mg/dl while sensor glucose value was 50 mg/dl. The customer reported high blood glucose, treated with bolus. The event involved product(s) mmt-7040a. The sensor was worn for fewer than 4 days. User reported change sensor alert. Sensor was securely taped. Customer was advised to monitor. No product return is expected for mmt-7040a.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Following our received of the one returned used partial sensor (needle not returned). Performed visual inspection and found sensor electrode missing, place sensor under microscope and found sensor electrode broken in half, missing broken part. In summary the customer complaint of unexpected sensor alarms could not be confirmed. Unable to performed functional test due to broken sensor electrode. It is unknown what happened from time of event to time product was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.